Event description:
Event description cpi received information that this patient with an implantable pulse generator (ipg) and lead system was experiencing loss of capture. The physician elected to perform an invasive procedure to remove this bipolar lead due to micro dislodgement. The lead was replaced. The physician's manual 352527-003c, page 15, lists displacement as an adverse effect.